Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic') in a (B)(6) female patient who had essure (batch no. B15012) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallbladder removal and gastric bypass. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("pain/ vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia, migraine and vaginal discharge outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2013 initially, but in current pfs (B)(6) 2013 was given plaintiff reported that most, if not all symptoms decreased soon thereafter but symptoms were not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs received: case became valid and incident. Lot number and events onset date were added. Injury nos was replaced with new events- pelvic pain, vaginal pain, menorrhagia, vaginal bleeding, apareunia, dysmenorrhea, fatigue, hair loss, migraines, vaginal discharge. Date of insertion was updated. Reporters, patients dob, demographics, lab data and concomitant conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic') in a 39-year-old female patient who had essure (batch no. J47105- inv, b15012) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included follicular cyst of ovary and obesity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included gallbladder removal, gastric bypass, uterine bleeding, hemorrhagic cyst and genital bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) for menorrhagia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("pain/ vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia, migraine and vaginal discharge outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6)2013 initially, but in current pfs (B)(6) 2013 was given plaintiff reported that most, if not all symptoms decreased soon thereafter but symptoms were not specified. 1 coils were extending into the uterine cavity on the right side and 2 coils were extending into the uterine cavity on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: vaginal haemorrhage, pelvic pain and menorrhagia. Lot number: b15012 manufacture date: 2013-04 expiration date: 2016-04 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-aug-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic') in a 39-year-old female patient who had essure (batch no. B15012, j47105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included follicular cyst of ovary and obesity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included gallbladder removal, gastric bypass, uterine bleeding, hemorrhagic cyst and genital bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) for menorrhagia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("pain/ vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia, migraine and vaginal discharge outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2013 initially, but in current pfs (B)(6) 2013 was given plaintiff reported that most, if not all symptoms decreased soon thereafter but symptoms were not specified. 1 coils were extending into the uterine cavity on the right side and 2 coils were extending into the uterine cavity on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: vaginal haemorrhage, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 19-aug-2019: medical records received: lot number, reporter information, medical history, lab data and concomitant drugs were added . Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic') in a 39-year-old female patient who had essure (batch no. J47105not valid,b15012) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included follicular cyst of ovary and obesity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included gallbladder removal, gastric bypass, uterine bleeding, hemorrhagic cyst and genital bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) for menorrhagia as well as hydrocodone, ibuprofen and oxycodone. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("pain/ vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, fatigue, vaginal discharge and abdominal pain had not resolved and the vulvovaginal pain, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2013 initially, but in current pfs (B)(6)2013 was given plaintiff reported that most, if not all symptoms decreased soon thereafter but symptoms were not specified. Plaintiff received treatment for pain, bleeding. 1 coils were extending into the uterine cavity on the right side and 2 coils were extending into the uterine cavity on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: vaginal haemorrhage, pelvic pain and menorrhagia. Lot number: b15012 manufacture date: 2013-04 expiration date: 2016-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : reporters information updated. Event abdominal pain added. Event verbatim updated : abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding). Outcome of the events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, vaginal discharge updated to not recovered. Concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.